Event description:
A malfunction alarm was reported with a specific malfunction code and fault ID. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to revert to a backup insulin delivery method using multiple daily injections. A replacement pump with updated software was sent, and instructions were provided for returning the problematic pump to avoid charges. The customer was guided on programming settings and connecting the cgm to the new pump, and shipping details were confirmed without requiring a signature for delivery.